Event description:
The customer reported that the system intermittently would not boot up when the off/on switch failed to stay locked in place when depressing the switch. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation on/off switch was replaced. The system was then found to be operating as intended.